Event description:
"Leakage from the silicone tube of a transfer set." The date of how long the set was in use is unk. There was no patient injury or medical intervention associated with this incident.